Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a colonoscopy procedure performed three days prior. According to the complainant, during the procedure, the clip would not advance from the catheter. The procedure was completed using another resolution clip device. No information was available regarding the status of the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.